Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/11/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2014 with the following findings: visual inspection revealed that the battery compartment was cracked between the bumper pad and the cover. No battery cap was returned with the pump. A test battery cap and the returned cartridge cap were used to complete all testing.